Event description:
It was reported that a pt had a fluro study done. When the venous lumen was injected, there was swelling in the tract-oozing as well as the stab wound. It was reported that the leak appeared to be at the bend from the venotomy to the tract. It was also reported that the majority of the dye went through the catheter, but with added pressure, it leaked from the hole. The catheter was replaced in the same vessel, but a new tract was tunneled.